Event description:
User reported that he has been getting more urinary tract infections than usual over the past year. He thinks it may be from the catheter due to its packaging crimping the point of the catheter. User said he is not currently on an antibiotic.